Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and patient regarding patient's neurostimulator (ins) that was implanted for spinal pain. It was reported that patient was having an MRI. The symptoms reported were radiculopathy. On (B)(6) 2018, patient reported that their device was not working properly. Hcp asked them to call the manufacturer to see if the patient could be reprogrammed by the local rep because the therapy did not seem to be helping. On (B)(6) 2018, patient reported that the MRI was related to the devices/therapy. The device is for the back pain and recently, about a month ago, the device does not seem to be working like it used to be. Patient's hcp thinks it needs additional programs added. The MRI was not done. The cause is unknown. Patient has an appointment at doctor¿s office on (B)(6) 2018. At the time of the report, there is no change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient was having trouble getting the ins into MRI mode. The caller then ended the call as they did not want to provide duplicate information and noted that the patient was already being help by patient services. No further complications were reported.